Event description:
A physician deployed a graftmaster stent to seal the perforation of a vessel. Post implantation, the vessel continued to perforate resulting in pericardiocentesis and intubation. The perforation was sealed off using coils to plug the pericardial sac. The pt was discharged in a stable condition.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.